Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that support link spoke with the patient to collect their symptoms data but they informed them that their patient's representative accidentally cut the wires off yesterday, (B)(6) 2025. They spoke with their manufacturing representative (rep) and was told to turn off the device since there was no use in using it if it was already not working due to the wires being cut off. They were rescheduled to see their physician on (B)(6) 2025 instead of tomorrow due to the bad weather condition. The issue was not resolved at the time of report. It was unknown if the surgical intervention occurred.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.